Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a versed infusion was programmed at 4mg/hr. However the rn stated that the patient received 100mg over 12 hrs. The devices were removed, sent to biomed for evaluation. The event occurred in the medical ICU.